Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated false depressed sodium of 119 mmol/l on a patient sample that repeated 139 mmol/l on the architect c8000 analyzer. The account uses a normal sodium reference range of 136 to 145 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The abbott field service representative (fsr) discovered cuvette wash nozzle #8 was not aspirating due to clogged tubing between the nozzle and the 3 way valve. The fsr cleaned the tubing and determined it was the likely cause of the issue. There were no additional discrepant results reported on the architect serial (B)(4) after the tubing was cleaned. An instrument service history review revealed no additional erratic or discrepant results reported on architect serial (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The monthly product monitoring review for clinical chemistry systems was reviewed. The calculated erratic rates for the architect c4000, c8000, and the c16000 systems were all below the upper control limit. Additional review found no systemic issues or adverse trends for the issue associated with this ticket (erratic/discrepant results). A review of historical data for the part associated with this complaint revealed no adverse trend, systemic issue or nonconformance associated with the tubing. The architect system operations manual and the architect c16000 service and support manual provides adequate information, troubleshooting, maintenance and component replacement procedures concerning erratic / discrepant results. No product deficiency was identified.